Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-8967d / batch 011743 was received for investigation. Upon visual inspection, it was noted that the drive geometry of the distal end of the driver, 3.5 mm hex, cannulated (mini hudson) was broken. No fragments were returned for evaluation. Functional testing was not performed due to the damage to the device. It was not indicated if a torque-indicating adapter had been used with the device. The most likely cause of this failure is attributed to wear and tear damage incurred over repeatedly torquing/engaging the driver within the screw head and extended use in the field. Manufacturing date 2017.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an ankle fusion plating surgery the screw driver tip broke off. The broken piece was retrieved out of the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.